Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Your report of leakage and that a segment of the IV catheter remained in the patient was confirmed from the circumstantial evidence of the returned sample. One 20g insyte autoguard IV catheter was received in two segments. An extension set was connected to the catheter adapter and the sample exhibited evidence of use. There was a break in the catheter tubing near the nose of the adapter. The adjoining ends of the catheter tubing exhibited a v-shaped feature that was consistent with needle puncture damage. The puncture by the needle likely initiated the break that allowed a portion of the catheter to remain in the patient. Due to the evidence of use, the break may have occurred during use; however, the root cause could not be determined.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc leaked blood and a portion of the catheter remained in the patient's arm. The following information was provided by the initial reporter: earlier today, the rn removed a #20g r-ac piv b/c it was bleeding. After removing the piv, the rn noticed that the entire device did not come out of the patient; the plastic end tip of the angiocath remained in the patient. The attending and fellow were notified and had to do a cutdown at the bedside to remove the plastic piece. Per the rn, the plastic tip was completely removed. All components of the piv have been sequestered. The patient is ok. He has two other pivs in place and an a-line.

Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.